Event description:
Follow up information reported that the cause of the left side being unusable was not known. It was also unknown if there were any fractures were seen upon replacement. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot# 0208427914, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3389-28, lot# 0208427913, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported there were non-functional leads with high impedance issues on the right side and unusable high impedances on the left side. The high impedances were related to the leads and extensions. The event required hospitalization, explant, and replacement. The event was considered resolved without sequelae.